Event description:
It was reported by the affiliate that the (1) pmw35 was used during an unknown procedure. It was reported that the staples were malformed. The case was completed with another device and there was no consequence to the pt.